Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an stryker bipolar head.this event was reported through an attorney, as a result of a legal claim. Due to the ongoing litigation no additional information is available at this time. Any further communications regarding this case will be handled by EU legal affairs. If additional information is received it will be reported on a supplemental report. (B)(4).

Event description:
Stryker corporate received a letter from a patient's solicitor. The solicitor reported that the patient underwent a bipolar hemiarthroplasty in (B)(6) 2006. The solicitor is claiming that the combination of the alpha femoral component and the stryker bipolar head was defective and/or inadequate and/or of improper quality for the purpose required and as a result thereof, the plaintiff suffered severe personal injury and other loss and damage. No additional details regarding the event have been received.